Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that squirt insulin pump when priming and unexplainable no insulin delivery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that experienced high blood glucose and treated with manual injections. Troubleshooting was declined for the high blood glucose. Customer also stated that the customer was in hospital due to broken femur and hip. The insulin pump will not be returned for analysis.